Event description:
The patient's son reported that the patient was having some increased seizures and has been going to the ER. The patient¿s son wanted the patient¿s vns settings to be increased. It was then reported that the patient saw their neurologist and they have a good plan going forward. No other relevant information has been received to date.

Manufacturer narrative:
Date of event, corrected data: initial report inadvertently listed incorrect event date.

Event description:
Additional information was received from the patient's neurologist stating that the patient's increase in seizures was not related to the vns device. The patient's seizures increased when the vns device was turned off prior to the patient's initial visit with their current neurologist. Therefore the patient's settings were slowly titrated back up to his previous settings.